Manufacturer narrative:
Report date: 23jul2021.

Event description:
It was reported to philips that the ventilators indicator light doesn't work. The customer reported that the unit was in use on patient. There was no report of patient harm. The customer contacted product support for service repair. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit was not in use on the patient, and the issue was discovered during testing in the biomed shop. The service engineer confirmed the reported condition; the indicator light doesn't work. The service engineer plugged in and out the battery and found the device was normal. The service engineer thought the battery indicator was abnormal. The unit was operating in alternating current (ac) when the issue was discovered. The service engineer indicated that the battery possibly had a loose connection. The service engineer reinstalled the battery, and the battery indicator is normal. No part was replaced. The device is fully functional and passed all testing. Further review of this file, it was determined that MDR-2031642-2021-04411 was reported in error. The issue was discovered during testing in the biomed shop.